Event description:
Device malfunction: incomplete sheath splitting/failure to deploy clip. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, the thumb advancer would not completely advance to split the sheath and deploy the clip. The device was removed from the patient according to the instructions for use and the clip remained in the distal end of the clip delivery tube. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.